Event description:
Surgeon reports that following placement of an icp sensor and transport of the pt, there was an apparent electrostatic discharge problem which damaged the sensor and icp express box. It was required to drill another burr hole in the pt's cranium to place another sensor. Pt condition not changed as a result of the additional placement of sensor. Device was discarded after procedure and thus there will be no sample returned.